Event description:
It was reported that the device was not recognizing syringe plunger. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device in good condition; both tamper seals were intact, however there was a crack on the plunger case. The reported problem was duplicated during syringe test. The investigation found that q1 had broken off the board and the plunger board had loosened and dislodged. For corrective action, the plunger board was replaced. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Correction: d4: model number: 3500.